Manufacturer narrative:
If additional information becomes available, then, it will be submitted in a supplemental report. This is the same patient/event as MFR #s 2249697-2011-00198 and 9616680-2011-00079.

Event description:
It was reported that, "(B)(6) male treated for avn with a total hip arthroplasty. The patient did well in the immediate postoperative period for at least 6 months, felt a pop, but then experienced some pain in the left hip thereafter, but did not become serious pain until (B)(6) 2010. The patient had an aspiration done in the last week of (B)(6) and due to some difficulties with the process, it was undecided as to whether the patient did indeed have an "extremely light growth" of (B)(6) in broth. This was coupled with the fact that he had no cells seen in the aspirate and negative grain stain and no bacteria seen. Patient's c-reactive protein was 1.5. Sed rate went up to 70 after being 30. This was following the aspiration. The patient continued with ongoing pain. There was further workup with a repeat mars exam to see if the fluid still remained. There was still fluid in the soft tissues and therefore, decided for re-aspiration for a second look. During revision, we noticed corrosion at the head/neck junction of the stem which resembled that of a black rust. The corrosion is something of great concern. From this point, stem, neck, and femoral head (size 7 stem, 38mm/yellow/8 degrees of anteversion, 36mm/std biolox delta head) was replaced with size 8, 38mm/yellow/8 degrees of anteversion, 36mm/std biolox delta femoral head."